Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.